Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during implant of dual chamber pacemaker, the patient went into ventricular tachycardia when right ventricular lead pacing was initiated. Patient was shocked with successful conversion to sinus rhythm. Patient experienced two additional ventricular tachycardia episodes post implant while recovering in hospital overnight. Patient condition was stable.